Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason. The tibial bearing and locking bar were removed and replaced. Patient was further revised on (B)(6) 2014 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2014. Patient underwent another revision procedure on (B)(6) 2014 due to infection. The locking bar was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.